Event description:
Healthcare professional reported right side rupture ndr.

Manufacturer narrative:
Additional, changed, and/or corrected data: \h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ rupture-ndr: not applicable as the event is not related to the device. ¿ creases/folding of implant: observed, flat creases. Additional observations: ¿ one opening on anterior side assessed as surgical damage per rga.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation.

Event description:
Healthcare professional reported right side rupture ndr.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.